Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 431 mg/dl at the time of incident. The customer¿s current blood glucose value was 453 mg/dl. The customer experienced symptoms such as headache, nausea, thirsty and emotional due to high blood glucose value. The customer treated high blood glucose with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump received insulin flow block alarm. No further patient complications were reported. The insulin pump will be returned for analysis.